Event description:
Tamper evident cap is not working correctly. The over cap is separating from the red inner cap during the syringe filling and capping process. Up to 30% failure rate. Seems to be specific to certain lots. Sample available.